Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was undamaged and intact with the pusher assembly distal detachment tip (ddt). Conclusions: evaluation of the returned smart coil revealed a functional device. During functional testing, the smart coil was able to be advanced through its introducer sheath and through a demonstration microcatheter without issue. The reported complaint could not be confirmed. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the right middle cerebral artery (rmca) using penumbra smart coils (smart coils). During the procedure, the physician placed multiple smart coils into the target vessel using a non-penumbra microcatheter. Next, the physician attempted to use a new smart coil; however, the smart coil would not advance within its introducer sheath and, therefore, was removed. The procedure was completed using another smart coil and the same microcatheter. There was no report of an adverse effect to the patient.